Event description:
A user facility reported that the intraocualar lens (iol) was stuck in the cartridge of the iol delivery system. It was reported that there was no pateint impact associated with this event.